Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that noise was noted with this right ventricular (rv) lead. This rv lead was replaced with another lead successfully. No additional adverse patient effects were reported. Additional information, this rv lead was replaced due to sub-clavicular crush.

Event description:
It was reported that noise was noted with this right ventricle (rv) lead. This rv lead was replaced successfully due to sub-clavicular crush. No additional adverse patient effects were reported.